Manufacturer narrative:
Results: side rail.

Event description:
It was reported by service report that the side rail has a crack in the plastic. It is unknown if there was patient involvement or if there are adverse consequences to report.